Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events, there have been three other events for the reported lot which also relate to the crack/fracture of a slap hammer.

Event description:
As reported: "femoral impactor thread broke off in trial". Issue reported during impaction. Case type: pka.